Manufacturer narrative:
The customer reported that the device failed to analyse a collapsed patient. Another defibrillator was used. The involved patient had already expired prior to application of the device. The device was not a factor in the patient outcome. A phillips representative evaluated the device, but the symptom could not be reproduced. The device passed all testing. The event file was reviewed and showed significant artifact and interference during the event. Possible causes were excessive patient movement or radio/electrical sources interfering with ECG analysis. The device remained in use at the customer site. We are considering this issue the result of poor ECG acquisition and not a malfunction of the device.

Event description:
The customer reported that the device failed to analyze a collapsed patient.